Manufacturer narrative:
Concomitant medical products: 6947, lead, implanted (B)(6) 2008; 501da24, aortic valve, implanted (B)(6) 2007. Product event summary: the device was not returned for analysis. However, performance data was received and analyzed. Analysis of the data showed an observation relating to loss of pacing therapy. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a loss of bi-ventricular (bi-v) pacing due to the patient's intrinsic sinus rate having exceeded a certain threshold. No action was taken and the device remains in use. No patient complications have been reported as a result of this event.